Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the device failed after the mesh was placed but before the mesh was fixated. The tacker did fire twice, but tacks did not fixate to the tissue or mesh. Devices then jammed and tacks would not delay. Another device was opened to complete the case. There was no patient injury.